Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, rewind anomaly and priming issue. Customer cannot recall their blood glucose reading. The screen is super scratch and unable to read the screen. The insulin pump was squirting out insulin during rewind process. The insulin pump went blank after moisture exposure. The display did not return. The insulin pump not working. Insulin pump will be returning for analysis.